Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. Event problem and evaluation codes: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -11.0 diopter, in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2015 due to lens opacity (anterior subcapsular). The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens to have no visible damage. Correctional data: patient code - (B)(4) previous code not applicable, unknown cause for lens opacity. Patient code - (B)(4) (new incision) - code not applicable, no other adverse event reported outside of secondary surgery. Patient code - (B)(4) (explanted) - should be included. Should not be listed as device code. Device code - (B)(4) (explanted) - should be in patient code, not device code. (B)(4).